Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The catalog number, ar-503-tttd and lot number,1206169 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient had a right tka procedure on (B)(6) 2015. A revision tka was performed on (B)(6) 2016 due to tibial loosening. During the revision the tibial tray (lot 1206169) was explanted along with the following additional original implants: femoral implant ar-516-4r (lot 1368092), bearing implant ar-513-bd10 (lot 113601413) and patella implant ar-504-psb8 (lot 113601440). Procedure was completed using another manufacturer's products. Explanted devices are being returned for evaluation. Follow-up investigation: patient had received asp injection (B)(6) 2015. Prior to revision patient complained of swelling, stiffness, having a lot of pain in her tibia pain in knee is increased with activity and weightbearing. Patient also noted a sensation of the knee giving out. During a follow-up visit with surgeon, medical records noted that there was no significant masses or effusion, misalignment, asymmetry, crepitation, defects or tenderness. It was noted there was a negative bilateral patellar instability. Patient was noted to have laxity on exam in her knee joint with valgus and varus stressing. Records also noted that x-rays of the knee found prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Patient records noted x-rays showed periarticular osteophytes and joint space narrowing.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttd and lot number 1206169, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that patient had a right tka procedure on (B)(6) 2015. A revision tka was performed on (B)(6) 2016 due to tibial loosening. During the revision the tibial tray (lot 1206169) was explanted along with the following additional original implants: femoral implant ar-516-4r (lot 1368092), bearing implant ar-513-bd10 (lot 113601413) and patella implant ar-504-psb8 (lot 113601440). Procedure was completed using another manufacturer's products. Parts ar-503-tttd, ar-516-4r and ar-513-bd10 were returned for evaluation. Follow-up investigation: patient had received asp injection (B)(6) 2015. Prior to revision patient complained of swelling, stiffness, having a lot of pain in her tibia pain in knee is increased with activity and weightbearing. Patient also noted a sensation of the knee giving out. During a follow-up visit with surgeon, medical records noted that there was no significant masses or effusion, misalignment, asymmetry, crepitation, defects or tenderness. It was noted there was a negative bilateral patellar instability. Patient was noted to have laxity on exam in her knee joint with valgus and varus stressing. Records also noted that x-rays of the knee found prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Patient records noted x-rays showed periarticular osteophytes and joint space narrowing.